Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 491 mg/dl at the time of incident and current blood glucose level was 466 mg/dl. Customer was treated with insulin pen. Customer also reported that insulin pump was under delivering. Customer performed displacement test and the test was passed. Customer was assisted with troubleshooting for hyperglycemia and under delivery. Customer was hung up on the latter part of the call. The insulin pump will not be returned for analysis.